Event description:
Contaminated deroyal pack. Deroyal cmc vascular pack ref #(B)(4), lot # 55247060 , exp 1/1/2024. Pack opened it appears that conmed suction tube has brownish streaks on the outside of the tubing. Patient was not in the room and pack was discarded. A new pack was opened before the patient arrived in the room. Occurred twice; different patient.